Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects on the air/water cylinder and air/water channel.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5. Additional information added to field: h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation and the information provided it is presumed that for the events involving the air/water cylinder and air/water channel having foreign materials, it could not be determined what the foreign material was. However, it could not be confirmed whether there was a deviation from the instructions for use reprocessing steps. For the event involving foreign material in air/water cylinder, the deformation at the location was confirmed. For the event involving foreign material in air/water channel, no physical damage was found. Therefore, the cause of the material remaining in the device could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection.", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects on the air/water cylinder. There were no reports of patient involvement.